Manufacturer narrative:
Received photos showing sample of a flat drain section only. The reported issue was confirmed as manufacture related. Per visual inspection of the photos, it was noted that the flat drain was disconnected from the clear tube. The flat drain and clear tube were not molded correctly and can be confirmed that the reported issue occurred during the flat drain molding process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that the drain tube remained inside of the body when it was removed from the patient. The drain tube was used for left ureteral tumor resection on (B)(6) 2017 and removed on (B)(6) 2017. There was no abnormality reported during use. When the user had a bladder contrast, the user found a piece of the drain tube. It was removed by emergency surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain tube remained inside of the body when it was removed from the patient. The drain tube was used for left ureteral tumor resection on (B)(6) 2017 and removed on (B)(6) 2017. There was no abnormality reported during use. When the user had a bladder contrast, the user found a piece of the drain tube. It was removed by emergency surgery.